Event description:
It was reported that "after finishing procedure successfully, the cutting balloon was retrieved. However, after retrieving it was found that the cutting balloon was torn out." The lesion was located in the proximal left anterior descending (lad) coronary artery. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "good." Further information has been requested, but has not been received.